Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited undefined high bipolar impedance. The right ventricular (rv) lead exhibited elevated impedance. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.